Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling about four weeks post-operation landing hard on their shoulder; the shoulder appeared dislocated. The surgeon replaced insert and added a spacer.